Event description:
It was reported on (B)(6) 2014 the right ventricular lead exhibited increasing capture threshold. On (b)(6 2018, the lead was capped and replaced.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.